Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during device replacement, this chronic left ventricular (lv) lead exhibited high out of range pacing impedance measurement with the new device. The out of range impedance measurement was noted after a layer was sutured. The physician removed the device from the pocket. Upon disconnecting the lead from the device, the lead¿s terminal end was damaged. This lead was surgically abandoned and a new lv lead was successfully implanted. No additional adverse patient effects were reported.